Manufacturer narrative:
Failure analysis noted that the insulin pump had unresponsive buttons due to corroded keypad trace. The display functioned properly with the testing case. There was no frozen display or anomaly noted. There was no moisture damage found on the electronic assembly or motor. They were unable to verify the compromised force sensor system alarm due to the keypad damage. The pump had a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that they received a compromised force sensor system alarm. The customer stated the act button does not work. The customer's blood glucose was 88 mg/dl at the time of incident. The customer stated that the insulin pump was not dropped or bumped prior to the compromised force sensor system alarm. The customer stated that the drive support cap was normal. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.